Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that "audible alarm but not visual". There was unknown patient involvement.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. D9. Date returned to mfg: 17-jan-2025. H6. Investigation codes: updated. Investigation summary: cadd legacy plus pump sn: (B)(6) was received from the customer stating: "audible alarm but not visual". The customer reported issue was able to be confirmed through battery power loss alarm test. The cause of the reported issue was an intended feature of the device. No action taken as the problem is an intended feature of the device. Before returning to the customer the device has to pass functional and delivery tests. The device repair and functional tests are documented in repair order: (B)(4). The service history review identified there was no indication that the complaint was related to a service of the device within the review period.